Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how much blood was loss (ml)? No measurement about blood loss. Did the patient require a blood transfusion? Patient didn¿t require blood transfusion please explain what is meant by, ¿ets45 couldn¿t be used with ease?¿ they couldn¿t use the gun because of the cartridge getting stuck in middle of the firing because of trigger being too hard to activate further. How was the case completed? The case was completed after shifting on to the new gun(atg45). What is the current status of the patient? Patient is doing good.

Event description:
It was reported that during a vats during lobectomy the ets45 couldn¿t be used with ease which led to severe bleeding.